Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer received multiple alarms. Customer stated they are unable to exit the preparing to prime loop. During troubleshooting the customer stated the drive support cap is sticking out. Advised the customer to discontinue the use of the device and revert to back up plan. The blood glucose reading was 72mg/dl. Nothing further reported.

Manufacturer narrative:
Motor error alarm during basic occlusion test and a33 alarm during the pirme/a33 test at 4.0 lbs due to protruded/loose drive support disk. Unable to perform the occlusion test and excessive no delivery test due to a33 and motor error alarm. Cracked reservoir tube lip, minor scratched lcd window, scratched keypad overlay and scratched case and cracked battery tube threads noted.